Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose and or protruded drive support disk. No unexpected low reservoir alarm, no external flash error alarm, or history anomaly noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
Customer reported, the insulin pump alarmed during prime multiple times and insulin kept shooting out. Customer does not have a back up plan. Customer stated, the device has lost at least 200 units of insulin. Customer's blood glucose was 120 mg/dl. Customer was advised to disconnect and remove reservoir from the device. Customer was advised to perform rewind process again. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.